Event description:
Following a diagnostic procedure an angio-seal device was deployed. The pt was discharged to home. The next a.m. The pt felt a "popping"sensation and noted swelling in her thigh. She was taken to the hosp with signs and symptoms of hypotension. She was given IV fluids and a pressure dressing was applied. Once stable she was transferred to another medical ctr. Her hematocrit was noted to have decreased from 12 to 9.3. She was discharged from the hosp after 2-3 days, with no add'l medical intervention noted. Follow-up with the pt found her stable, but with complaints of a sore and bruised thigh.